Event description:
The user received a questionable troponin t stat generation 4 (troponin t) result for one patient sample. The initial result was 0.085 ng/ml with a data flag and was reported outside the laboratory. The repeat result on (B)(6) 2011 was 0.010 ng/ml with a data flag which was considered to be correct. The patient was admitted, treated, had EKG and an angiogram/ catheterization performed and was transferred to another facility based upon the initial result. The user refused to provide further information concerning if the patient was adversely affected. The troponin t stat reagent lot number was 16435401 with an expiration date of 08/31/2012. The field service representative determined there was poor sipper path fluidic precision. He replaced the measuring cell, black sipper tubings and repaired poor sipper pipettor path air leaks. He installed new o- rings and tubings. To verify the analyzer operation, he ran performance testing with results within specification.